Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a 60 high flow rate entension set which the microtubing line was broken in the cvl cap. It is unknown when or at what point in the process the reported condition occured. No patient injury or medical intervention was reported. No additional information is available.